Event description:
The hosp reported that during the saphenous vein harvesting procedure, the scissors broke on the harvesting cannula. A replacement unit was used to compelete the procedure. The hosp did not report any pt complication. Failure analysis performed in 2004 found that the scissors would not open or close when toggle was actuated. This is a reportable malfunction.